Event description:
Additional information received reported that the patient was still having concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. It was noted there was an appointment scheduled for 2013-(B)(6).

Event description:
It was reported that the patient had a revision surgery on (B)(6) 2013 because the leads were "too short" and she wasn't getting stimulation below the knee where she needed it. Reportedly the implant was performed on (B)(6) 2013. It was noted that "they used normal leads" which were too short so stimulation was not reaching down to the right leg. It was noted that the stimulation never covered the pain for which the device had been implanted. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 977a160, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6)2013, product type lead. (B)(4).